Event description:
Consumer complaint of high blood results. Customer's wife states that the patient feels well and requires no medical attention. Customer's' expected blood results are 125-130 mg/dl fasting. Verified the strips expire 02/28/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 316 mg/dl and 390 mg/dl fasting. Reviewed meter memory: 1:185mg/dl, (B)(6) 2015, 08:30:00 am fasting: yes. 2:191mg/dl, (B)(6) 2015, 06:19:00 am fasting: yes. 3:246mg/dl, (B)(6) 2015, 07:19:00 am fasting: yes. 4:285mg/dl, (B)(6) 2015, 06:00:00 am fasting: yes. 5:309mg/dl, (B)(6) 2015, 12:50:00 pm fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 125-130mg/dl fasting. Verified the strips expire 02/28/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 316mg/dl and 390mg/dl fasting. Reviewed meter memory: 1:185mg/dl (B)(6) 2015 08:30:00 am fasting:yes. 2:191mg/dl (B)(6) 2015 06:19:00 am fasting:yes. 3:246mg/dl (B)(6) 2015 07:19:00 am fasting:yes. 4:285mg/dl (B)(6) 2015 06:00:00 am fasting:yes. 5:309mg/dl (B)(6) 2015 12:50:00 pm fasting:yes. No adverse event reported.